Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "in vivo performance of moderately crosslinked, thermally treated polyethylene in a prospective randomized controlled primary total knee arthroplasty trial" written by kirk a kindsfater, md, donald pomeroy, md, charles r. Clark, md, thomas a. Gruen, ms, jeff murphy, ms, and sam himden, ba, ccra published by the journal of arthroplasty 30 (2015) 1333-1338. The article's purpose was to report on clinical and radiographic results of a conventional polyethylene to that of a moderately crosslinked polyethylene in a total knee prosthesis of the same design. Implants were all depuy and data was compiled from 938 primary tkas between february 2005 to july 2007. Cement manufacturer was not identified. Patella resurfacing was performed per surgeon's discretion. Depuy products utilized: pfc sigma fixed bearing. Adverse events: revision reasons for: infection, tibial component loosening, hemarthrosis (edema and minor bleed), restricted range of motion, flexion instability, arthrofibrosis, patella/femoral dislocation; reports of pain without clarification of root cause, osteolysis (associated with the poly insert without indication of wear), pulmonary emboli (no indication of intervention), cardiac arrhythmias(no indication of intervention), tibia bone fracture (no indication of intervention).